Event description:
It was reported that a patient presented to the clinic with an inferior mi diagnosis. An angiogram was performed and it was noticed that the mid part of the rca contained an extra angulated calcified lesion with 100% stenosis. It was reported that the lesion was pre-dilated and the physician attempted to implant a 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat this lesion; however, the stent could not pass the proximal angulated-calcified part. When the stent was removed from the patient, it was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 8th distal stent segment was raised and deformed.

Manufacturer narrative:
Results: failure to deliver stent and stent deformation, patient lesion morphology-calcified, angulated lesion with 100% stenosis, use of force. Conclusion: patient lesion morphology-calcified, angulated lesion with 100% stenosis. (B)(4).